Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via insulin pen. Customer advised they were off of the insulin pump and did not have long lasting insulin. Customer advised they would call their healthcare provider in order to obtain more long lasting insulin.